Event description:
This senior medical affairs specialist has classified the complaint based upon info the pt/layperson gave to a customer care advocate, cca, in 2008. The pt alleged his onetouch ultra meter would not turn on beginning three days earlier, although he reportedly had changed the battery. On an unk day and time after the alleged issue began, the pt reportedly felt dizzy, thirsty, and fatigued. After a result of 280 mg/dl on an unk back up meter, the pt allegedly injected 30 units of novolog 70/30 insulin. The pt did not indicate whether it was his usual dose or an increased amount. The cca replaced the product. Because the pt developed a symptom that can be associated with hyperglycemia after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.